Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and button error on the insulin pump. The customer's blood glucose was 404 mg/dl. The customer treated with 20 units of humalog via manual injection. The customer stated that the pump did not seem to deliver the insulin she programmed. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, escape, act, down and up buttons dome switches. Unable to perform self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. No button error alarm noted. Inspected lcd connector and no unlocked connector noted. The insulin pump passed stop current test. The insulin pump had cracked belt clip slot near battery tube and minor scratched display window.